Event description:
Sales rep reported on behalf of physician ¿implant that looks like it had a gel fracture¿was trying to squeeze it through a keller funnel and this happened.¿

Event description:
Sales rep reported on behalf of physician ¿implant that looks like it had a gel fracture¿was trying to squeeze it through a keller funnel and this happened.¿

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a, backup device was used to completed surgery.